Manufacturer narrative:
The customer declined ge service. No repair information available. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Information via china aer database: it was reported that there was a malfunction resulting in high co2 delivery during a case. The patient was switched to manual ventilation. There was no patient injury.